Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant calcium_2 concentrated results. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced mixer 1 rotational motor, mixing rod and reagent (r1) seal and aligned the height of mixer 1 and r1 probe to cuvette and wash station. The cse ran quality control, with acceptable results. The cause of the discordant calcium_2 concentrated results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely high calcium_2 concentrated result was obtained on two patient samples on an advia chemistry xpt instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate instrument, resulting lower. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant calcium_2 concentrated results.